Event description:
A young male patient went to the doctor's office to have an epidural procedure on (B)(6) 2009, using the ice product. It is unknown what level of spine the injection was given. Initially, the patient had an anxiety attack and called the doctor. The patient then lost motion in his arms and legs 12 hours after the injection. Patient was paralyzed from the neck down. The patient was admitted to ICU at (B)(6) hospital. The doctor has the pump and would like to have the solution tested in the pump and would like to have the solution tested in the pump to see if there was a chemical reaction between the solution and pump. The doctor presently is not ready to release the pump. Doctor had an MRI performed. The root cause of the patient's paralysis is unknown at the time of report on (b)(9) 2009.

Manufacturer narrative:
The sample was made available at the doctor's office for inspection. The pump was partially full, although not weighed. No discrepancies were noted with the visual inspection of the pump. An arrow flextip ss catheter was used for the procedure. Fluid was collected from the pump for analysis. The fluid was evaluated by an independent laboratory and found to be dexamethasone sodium phosphate (186 mcg/ml). No evidence was provided that indicated the pump contributed to the reported incident. If additional applicable information becomes available in the future, we will reopen this complaint.